Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The evaluation revealed that the blue coating is chipped at the tips. The coating appears to be dull and scratched throughout but more pronounced at the tips, where the chipping occurred. The excessively scratched/ dull condition of the coating suggests that an abrasive material (such as a scrubbing tool) and/or harsh chemicals came in contact with the instrument. Excessive scrubbing can cause thinning of the coating and result in chipping. It is likely that aggressive/improper cleaning processes resulted in coating deficiencies and chipping. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
During surgery, it was found that the coating of the forceps peeled off. There was a possibility that the coating remained in the patient's body.